Manufacturer narrative:
Patient information was unavailable from the site. Site denied service for this issue so no analysis was available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the system lost tracking with all instruments besides the shaver as soon as it entered the sinuses. The non-invasive patient tracker (nipt) was sitting at 1.3 millimeters. The shaver would stay at 1.2 millimeters. All the other instruments would verify and track fine and then jump to 11 when they entered the sinuses. Instruments included two straight probes and a small curved suction. It was noted the emitter was places at the one o¿clock position, approximately a fist distance away from the patient¿s head. When the instruments did track, they would show up in the middle of the tracking field, according to the graph, and then disappear. It was noted the emitter and axiem box stayed green throughout the entire procedure. The procedure was completed using the em microdebrider blade for navigation. This issue occurred intraoperatively and did not cause any surgical delay. There was not reported impact on patient outcome.